Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of two eea 31mm single-use staplers opened by the account. The visual inspection of the staple guides noted the instruments were fully applied. The anvil of the instruments was observed to be tilted and attached to the instruments. A microscope examination of the devices displayed nicks on the knife blades. In addition, deep knife impressions were observed along the cutline impression in the cutting ring/mylar covers. Functionally, the devices were reloaded with full complements of staples and applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted knife blade damages and the staple lines were properly formed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, two days after a laparoscopic hemicolectomy, the surgeon found there was a leak at the anastomosis staple line. The patient underwent reoperation to repair the leak, and it was found to be infected. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).